Event description:
It was reported the pt experienced intermittent stimulation. The stimulation occurred at random times with no reported falls by the pt. Diagnostic testing showed invalid impedances. Follow-up revealed x-rays were taken by the pain management physician and the pt referred for a revision consult.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.